Manufacturer narrative:
The thump software was utilized and downloaded trace/history files properly. In further full review found multiple no delivery alarms in the pump history on 09/28/2024 at 12:07:13.000 and 12:10:47.000 during bolus deliveries. Pump passed the self test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected no delivery alarm/insulin flow blocked during testing. The test guardian link with the watertight tester communicated properly with the pump noted. No communication anomaly, unexpected calibration or chance sensor alert noted. Pump was cut open to perform visual inspection and found no component or moisture damage on the electronic assembly, motor assembly and force sensor. The force sensor offset measured within spec range during testing (23.0 mv). The test p-cap locks properly in place in the reservoir compartment noted. Pump received with pillowing keypad overlay and minor scratched lcd window during the visual inspection. In summary, pump passed required testing. Insulin flow block alarm/no delivery alarm was recorded in the pump history, however, insulin flow block alarm/no delivery alarm was not confirmed during testing. The force sensor is within specification. Customer alleged not confirmed for occasion calibration result happens and change sensor alert. Cosmetic damage was confirmed at the lcd window. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced screen was a little hard to saw outside, occasion calibration result happens every few weeks, received no delivery alarms. The customer reported no adverse event. The event involved product(s) mmt-1884, mmt-342, mmt-442ag. Customer reported pump was dropped/bumped and/or pump has possible physical or cosmetic damage. Customer reported a past insulin flow blocked alarm. No harm requiring medical intervention was reported. It was unknown whether the customer will continue to use the insulin pump or not. No product return is required for mmt-1884. No product return is required for mmt-342. No product return is required for mmt-442ag.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.